Manufacturer narrative:
The device was not returned to olympus for evaluation. The customer reported that initial attachment of connectors was difficult. Eventually connectors were attached properly and scopes were processed with no errors. An rr observation for scope transport, cleaning, and storage was completed by field service engineer (fse). Staff were observed completing manual scope cleaning, transport, and storage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, there was intermittent problem with scope connection to the connecting tube. The issue was found during scope reprocessing. There were no reports of patient harm. This report is related to 1 other case. Please see report with patient identifier: (B)(6) for related event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the user connected the connecting tube to scope after connecting it to reprocessor; therefore, the user may have felt that it was difficult to connect the tube. The event can be prevented by following the instructions for use (IFU) which state: "user can connect connecting tube to scope properly by reading the following carefully. 10 operation -connection 1 push the endoscope side connector (for cylinders) straight into the air/water and suction cylinders until it stops, and then slide the endoscope side connector (slide adapter section) toward the top of the endoscope¿s control section until it stops. 2 snap the reprocessor side connector straight into either of the light blue connectors on the reprocessor (refer to instruction manual of the reprocessor) until both of the lock levers are securely engaged." Olympus will continue to monitor field performance for this device.